Manufacturer narrative:
(B)(4) date sent: 07/28/2021 d4: batch # u5e280 device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29b device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. A tyvek was returned along with the device. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. Open the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information: the sales rep was not present in case. The surgeon has been using the circular stapler and ethicon devices for over 20 years and is very familiar. Tissue tension was discussed and per the surgeon the tissue was not under tension. The location of the indicator in the green gap setting scale was not discussed. The ethicon echelon stapler was used for transection of the staple which they try to keep in the middle. The device was difficult to release. Two (2) full 360 turns were used to open the device. The IFU steps are followed when opening. There was only 1 malformed staple which came out with the device. The surgeon feels that this may have contributed to the issue. The surgeon has not seen the issue with the malformed staple in past cases.

Event description:
It was reported that during a j-pouch procedure after firing the stapler and turning the knob two times there was a staple stuck in the tissue and the stapler. After firing the device, it was difficult to remove, and a singular bent staple seemed to be the one holding/stuck in the stapler. The device would not easily release but was eventually opened. The surgeon had to pull "real hard" to get to release. The procedure was completed by over sewing the anastomosis. There were no patient consequences.